Manufacturer narrative:
Product ID 3998, lot # j0527055v, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information provided that the patient was doing very well. Patient is reportedly receiving good pain relief. The patient has not had any further problems with wounds or infection.

Event description:
It was reported the patient presented at clinic the day of report with a dime sized open wound through which the face of the implantable neurostimulator (ins) could be visualized. It was noted the patient had a history of pocket erosion and staph infection. The patient was scheduled for urgent removal of the device, debridement of the pocket, and removal of all extension wires. New extensions and a new ins were implanted in a new pocket location. Symptoms reported related to the event included drainage/incisional wound opening and redness at the device pocket. The patient's status at time of report was noted as no injury or adverse event.

Manufacturer narrative:
(B)(4).